Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose and no alerts had happened. Customer stated that she called for assistance for bent cannulas. Troubleshooting was done. Customer's blood glucose was 445 mg/dl. Customer treated with manual injections. It was found in the alarm history that the insulin pump alarmed no delivery and low reservoir. Customer does not have tubing clamps to do high pressure test. Customer will call back to continue troubleshooting once they received the tubing clamps. No further information provided.